Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was in excruciating pain. It was noted that the ins did help though. The patient also reported that they made an appointment but could not turn their device on. No further complications were reported. Follow-up was conducted.